Event description:
A report was received that the patient was experiencing pain and burning sensation at the left ipg pocket. The patient was prescribed lidoderm but it was ineffective. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: (B)(6)2014.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the left ipg pocket. The patient was prescribed lidoderm but it was ineffective. The patient will undergo a revision.